Manufacturer narrative:
The device history report (DHR) has been reviewed and no issues or discrepancies were found that could potentially relate to this complaint. The DHR show that the product was assembled and inspected according to our specs. No corrective actions can be implemented at this time. Physical sample is necessary to conduct a proper investigation. Customer complaint cannot be confirmed due to the lack of product sample to perform a proper investigation and determine a root cause. The MFR will continue to monitor and trend relating complaints.

Event description:
The event is reported as: per maude report: "it was reported that during a promotofixation in the dome of the vagina, the bullet detached from the suture in the right sacrospinous ligament. The surgeon was unable to retrieve the metal piece." No add'l info is available.